Event description:
It was reported that during the ablation procedure to treat atrial fibrillation in the left atrium faradrive steerable sheath clear was selected for use. It has been mentioned that when replacing the sheath after transseptal and inserting the farawave, air was leaking from the valve side. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve.>> pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation in the left atrium faradrive steerable sheath clear was selected for use. It has been mentioned that when replacing the sheath after transseptal and inserting the farawave, air was leaking from the valve side. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.